Event description:
Litigation papers allege that the patient was revised because of severe pain, discomfort, and loss of mobility. Patient is a resident of (B)(6). Update - (B)(4) 2012 - pfs and medical records were received from legal. Part/lot information was identified. Records indicate patient was revised due to pain. The sleeve and stem were added to the complaint. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2546061, 2515289, and 2559835. A search of the complaint database search finds one additional reported incidents against lot code 2518087 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.